Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (44 mg/dl). Reportedly, low bg levels were due to the pump basal rate being set too high. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg levels with milk. At the time of the report, customer's bg level was 103 mg/dl.